Event description:
The pt was being treated for an abdominal aortic aneurysm. The physician planned to perform a snorkel technique using two gore viabahn devices into the pt's renal arteries due to the pt not having enough healthy aortic neck length. The physician had difficulty deploying the gore viabahn in the right renal artery. Wire access from the right brachial artery to the left renal artery was inadvertently lost. Multiple attempts were made to regain wire access. Once the wire was lost, the deployed gore viabahn traversed the aorta. The physician was unable to recannulate. The gore viabahn, laying across the aorta, prohibited blood flow to the kidney so the pt was converted to open repair in order to restore blood flow to the kidney.

Manufacturer narrative:
Review of the mfg records verified that the lot met release requirements.